Event description:
Infusing levophed drip puddle noted on floor by the IV pump. The actual amount in the IV bag should have been approximately 100 ml. Upon discovery, only 20 ml of levophed left in the IV bag. Fluid leakage for the IV tubing was likely above where the tubing is inserted into the IV pump. There was no harm to the patient.